Manufacturer narrative:
The investigation determined that (B)(6) vitros hbsag results were obtained from a single patient sample while using two vitros (B)(6) reagent lots across three different vitros 5600 integrated systems. The most likely assignable cause was a sample related issue as the results were reproducible across both vitros reagent lots and across all three vitros instruments. As no information was provided, pre-analytical sample handling cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. In addition, the presence of mutated strain of (B)(6) that is not detected by the vitros hbsag assay cannot be ruled out as contributing to the event. There was no evidence to suggest that the vitros hbsag reagents or vitros 5600 instruments malfunctioned.

Event description:
The customer obtained (B)(6) vitros hbsag results from a single patient sample tested on two different vitros hbsag reagent lots when tested across three different vitros 5600 integrated systems when compared to results from a non-vitros method: reagent 7870: patient 1: (B)(6) non-vitros results reagent 7930: patient 1: (B)(6) non-vitros results. Biased results of the magnitude and direction observed may lead to inappropriate physician action if undetected. The (B)(6) results were not reported outside of the laboratory and there was no report of patient harm as a result of this event. This report is number one of two 3500a forms filed for this event, as two devices were affected. (B)(4).